Manufacturer narrative:
The investigation of automated impella controller (aic) - damage before therapy has been completed. Log analysis was unnecessary for this complaint. The console's cracked and glue repair was confirmed. Root cause: the repair that complained about was most likely perform by field service.

Event description:
The complainant reported an automated impella controller loaner was shipped out for preventative maintenance console to come in for service. The loaner was received damaged with a cracked and glued monitor bezel (housing). The issue was found outside of patient use.

Manufacturer narrative:
The automated impella controller device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.